Manufacturer narrative:
The sample was not returned for evaluation. Images and medical records were provided and review by clinical manager. Based on review of the information the cause of the reported event cannot be determined. However, based upon review of the information provided, it appears that aortic angulation, and post-operative morphology changes led to the endoleak with complete separation of the aortic extensions from the bifurcated device. A manufacturing record review was performed and the lot met all release criteria with no related issues and deviations that explain the reported event. The lot usage history shows that no other units from this lot have been involved in similar event.

Event description:
Coronary artery disease, questionable gastrointestinal bleed, hypomagnesemia, maxillary sinusitis, tobacco abuse, hyperglycemia, chronic liver failure, kidney disease, copd, and lung disease.

Event description:
It was reported that approximately 56 months post-implant of a bifurcated device and a suprarenal aortic extension the patient presented in the emergency room with abdominal pain. A computed tomography scan revealed a type iii endoleak. Reportedly, the physician identified a type iii endoleak and a possible rupture (approximately 32 months). The physician noted a slight infolding of the proximal edge of the bifurcated device, which was originally treated with an infrarenal aortic extension. Reportedly, 24 months later a computed tomography scan revealed a type iii endoleak between the infrarenal aortic extension and the bifurcated device. The patient was treated with two additional infrarenal aortic extensions which successfully corrected the type iii endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.